Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an external neurostimulator (ens) for basic evaluation. It was reported that when the physician went to deploy the temporary lead, the stylet would not release. There were no known contributing factors. Troubleshooting was done to try to hold the lead in different areas and remove the stylet with and without the needle. The lead was removed and was in one piece. It was reported that the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.